Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center evaluated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a failure of the imaging unit, the circuit board inside the device connector, or on the video system center. If significant additional information is received, this report will be supplemented.

Event description:
When the user operated the angle of the subject device, a snow noise was displayed on the endoscopic image. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.